Event description:
It was reported that when an EKG was done for prescription renewal, the patient's heart rate was found to be in the 40's. Loss of ventricualr capture was observed. Bipolar lead impedance was >1900 ohms, and unipolar lead impedance was 400 ohms. The device was programmed to the unipolar configuration.